Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from an edwards clinical implant specialist, during implant procedure of a 23 mm sapien 3 ultra resilia valve in the aortic position, the patient was sized for a 23 mm with extremely calcified peripheral vessels of note. Percutaneous access was attempted, however multiple attempts to perclose the vessel failed and the decision was made to cutdown. There was no resistance or difficulty inserting the 14f esheath+ or delivery system through the esheath+ after the vessel cutdown. The case proceeded as normal, however upon valve deployment it appeared that the majority of the delivered volume collected in the proximal portion of the balloon resulting in a "flower pot" shape of the valve itself. Forward tension was applied by the implanter and the volume eventually made its way to the distal section of the balloon towards the end of deployment, resulting in the valve correcting itself and returning to its typical shape. The valve was assessed to have a mean gradient of 2 mmhg and mild paravalvular leak (pvl) post deployment. The delivery system and sheath were removed and patient was transferred to pacu with no complications or injuries. Multiple inflations of the balloon were performed on the back table after removal and no malfunction or damage could be observed. It's also noted there was no withdrawal difficulty or damage to the esheath+ after removal. The perceived root cause of the event is unknown, but it appears as if the folds of the balloon may have prevented distal inflation.